Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after changing supplies in the morning and experiencing a rise in blood glucose levels following breakfast. The patient was uncertain whether the issue was related to the supply change or the device. Review of device data indicated that no insulin had been delivered following the breakfast announcement. Upon unlocking the device, a message indicated that insulin delivery had stopped with only partial delivery completed. An insulin occlusion alert had been issued several hours earlier; however, the patient did not recall acknowledging the alert and stated that device alarms were heard but ignored, resulting in insulin delivery not being resumed. The patient was instructed to disconnect from the infusion site and perform a tubing fill, during which insulin drops were observed at the connector. The patient then removed the infusion site and reported that the cannula appeared bent. The patient was advised to replace the infusion site and was guided through the replacement process, after which insulin delivery successfully resumed. The patient was using a 6 mm, 23-inch infusion set. At the time of contact, the patient¿s blood glucose level was reported to be over 400 mg/dl. The patient confirmed that blood glucose levels were affected, with levels exceeding 400 mg/dl for approximately 10 hours. No backup therapy was used, no ketone testing was performed, no professional medical intervention was received, and no additional assistance was required. No immediate health effects were reported. During subsequent follow-up contacts, the patient reported no additional occlusion alerts after changing supplies and confirmed that blood glucose levels had regulated with no further issues observed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.